Event description:
It was reported that balloon rupture occurred. The chronically totally occluded target lesion was located in the severely calcified superfical femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation within specified pressure, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.